Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, there was no movement of the tip during testing. The ipl was exchanged for a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The connector of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. Analyst noted that the lead returned with the helix partly extended/stretched, visually, and with the is-1 connector pin bent.